Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is an inherent risk of any electrode placement.

Event description:
During a crt-p implant procedure, a pericardial effusion occurred. The physician felt the coronary sinus was dissected with the catheter during cannulation resulting in the effusion. The patient developed transient low blood pressure but recovered quickly after pacing and administering fluid. The lead was not implanted and the case was ended. The patient was monitored overnight and is in stable condition. There were no performance issues with any abbott device.